Event description:
It was reported, that an occlusion alarm occurred. And that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.